Manufacturer narrative:
No system checkout was required as a clinical specialist on site performed a re-homing of the system and the system was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a procedure, the site called in and said there was a patient on the table issue, a collision zone error, and the arm would not lower. The clinical specialist (cs) called later to report that the case was fully completed with the imaging system. The initial navigated spin and post screw placement spin were done with no issues . Once the system was taken out of the room the cs completed a rehoming procedure on it, and the system was functioning as intended, the system was put back in service. There was no delay to the procedure. There was no reported impact on patient outcome.